Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that suture involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the sutures used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient.

Event description:
It was reported in a journal article that a patient underwent a sternal closure procedure on an unknown date and suture was used. The patient experienced a complete dehiscence at home on the 20th postoperative day. At reoperation, all sutures were found to have broken at the sternal puncture sites. Late follow-up (1 year after reoperation) showed proper consolidation. Additional information has been requested.